Manufacturer narrative:
Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd connecta¿ stopcock leakage immediately at the injection valve there was drug or blood leakage. "At the beginning, when the infusion is running, everything is tight, but with the administration of usual anesthetics the bed/clothes in the area of ¿¿the 3-way valve is drenched within few minutes!" No further information. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however sample has been leak tested showing no problems. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea rm5943 was reviewed and there are proper controls in place to detect product malfunctions. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.